Event description:
A manufacturer representative reported that the lead was found to be bent when the package was opened. The lead was bent without use. The lead was not implanted and a new lead was used. The issue was not resolved at the time of this report. The patient was alive with injury.

Manufacturer narrative:
Analysis of the lead found no anomaly. Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.